Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having a lot of problems and the ins kept going off. They said they didn't feel stimulation and when they checked the ins stim was off. They also said that when stimulation was too high it affects all the nerves in their body. It was reviewed how to sync with the ins. They reported seeing the stim on icon, but noted they had just turned it on. They were able to change programs during the call. They also stated they were having trouble breathing and found out they had an irregular heart beat. They asked if the device could cause irregular heart beat. They were redirected to their healthcare provider to further discuss the reported issues.